Event description:
It was reported there was an extension break. It was noted the extension had to be surgically replaced. Impedance testing was done. There was no symptoms or complication associated with the event. Patient status was noted as alive with no injury.

Event description:
It was reported the patient¿s pain had come back. They had the device checked and there was an open circuit and extension break. The lead was explanted (B)(6) 2013 and replaced with new extension. The patient had pain and less than 50% therapy relief at an unknown location.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 7489-51, serial# (B)(4), explanted: 2013-(B)(6), product type extension. (B)(4).